Manufacturer narrative:
Failure investigation: the vyaire failure analysis group received the suspect user interface module (uim) for investigation. The fa group performed a visual inspection and found no anomalies. The fa performed a power cycle on routines in the user mode, uim functionality testing, and the device passed all testing. The reported issue could not be duplicated in the laboratory setting. No component failure was identified therefore no root cause could be determined.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect device will be reworked by their facility biomed. At this time, vyaire medical has not received the suspect device component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an unresponsive touchscreen display on this ventilator device. The customer stated that there was no patient involvement with this event.